Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: on investigation, the alleged call service issue was verified in the black box and duplicated during the evaluation. Review of black box data found records of the reported call service alarm. Caps were not returned and test caps were used in the evaluation. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. The pump emitted the reported call service alarm when load step was attempted. Pump casing was opened and no defect was found with the motor assembly or the motor connector wire. Further inspection found a damaged interboard connector wire which led to the reported call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump alarmed for call service 064 which the user was unable to clear. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.